Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, cellulitis/ streptococcus agalactiae/anginosus/ pyogenes (injection site cellulitis), was deemed to meet serious injury criteria of hospitalization and necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: khor, n.w.m., dhar, a. & cameron-strange, a. The perils of penile enhancement: case report of a fulminant penile infection. Bmc urol 21, 115 (2021). Https://doi.org/10.1186/s12894-021-00878-5

Event description:
This MDR is related to MDR 3013840437-2021-00190 referring to the same patient. This literature report from the (B)(6) concerns a (B)(6) male patient. He was injected subcutaneously with hyaluronic acid, for penile girth enhancement (off label use of device). Relevant past medical history included distal tabularised hypospadias repair and genital herpes simplex. The patient had abnormal scar tissue from the previous hypospadias repair. The patient had multiple behavioural risk factors, including regular self-administered intramuscular testosterone injections, self-injection of growth hormone to the base of the penis performed one month prior to the penile filler procedure), multiple heterosexual sexual partners, cocaine use, heavy alcohol consumption (22 standard drinks/day) and a 10 pack-year smoking history. As reported, the patient had a history of polysubstance abuse. Two months after the treatment with hyaluronic acid, the patient experienced progressive pain and swelling of the penile shaft. This was preceded by unprotected sexual intercourse three days prior. He presented to the emergency department after 2 days. The patient subsequently self-administered a single 50 mg dose of oral prednisone the following morning and subsequently developed subjective chills on the same day. On arrival, the patient was tachycardic to 127, hypotensive to 90/50 and febrile to 40 °c. Physical examination revealed gross penile oedema and erythema of the penile shaft ceasing at the base of the penis, with an associated curvature of the penile shaft towards the 8 oclock position. There was also a small tender abrasion on the distal ventral aspect of the penile shaft 1 cm proximal to the glans. Blood tests showed a white cell count of 6.1× 10e9 /l, creatinine of 95 [?]mol/l and lactate of 2.3 mmol/l. Urinalysis was negative. The patient was admitted and commenced on intravenous flucloxacillin for presumed penile cellulitis. Overnight the patient became increasingly drowsy with a persistent fever, more than 40 °c and tachycardia. Repeat examination showed new blistering of the penile skin overlying the penile fillers. Repeat blood tests showed marked changes with white cell count of 25 × 10e9/ l, creatinine of 225 [?]mol/l and lactate of 6.4 mmol/l, in less than seven hours from initial presentation. As reported, it was a delayed severe infection. The localised infection rapidly progressed to septic shock, further described as sepsis with multi-organ failure. He was subsequently transferred to the intensive care unit for vasopressor and inotropic support. Antibiotics were changed to intravenous meropenem, clindamycin and vancomycin as empiric therapy towards possible a fourniers gangrene, on advice from an infectious diseases specialists. A subsequent computerised tomography was performed to exclude necrotising fasciitis or a deeper perineal or pelvic collection contributing to the patients rapid deterioration, to guide operative planning and consent. The computerised tomography of the abdomen and pelvis showed penile oedema and stranding, however excluded intra-pelvic abscess or gas locules. There was an indwelling catheter in situ with extensive penile and pre-pubic soft tissue swelling. The patient was transferred to the operating theatres and an incision was made over the largest blistered site on the penile shaft, which revealed a pus stained filler above bucks fascia. This filler was removed, albeit with resistance requiring manual pressure to express the filler. The tissue adjacent to the infected filler was inflamed but no further debridement was required. Due to the circumferential location of the penile fillers, there was concern regarding the long-term cosmetic and sexual function if multiple incisions were performed. Hence the intra-operative approach was converted to a needle aspiration combined with manual pressure to remove the infected penile fillers. A 21g needle was used to pierce the blistered skin overlying the penile fillers to facilitate drainage of the remaining penile fillers. The wound was dressed with an alginate dressing surrounded by absorbent gauze. Penile swabs were positive for streptococcus agalactiae, anginosus and pyogenes, all of which were penicillin sensitive. Operative sample of the penile filler grew streptococcus pyogenes (penicillin sensitive). The patient was switched to intravenous benzylpenicillin on day three on advice from the infectious disease specialists, and dressings were changed daily. He was weaned off vasopressors and stepped down from the intensive care unit on day four. The patient was subsequently counselled on safe sexual practices and received appropriate drug and alcohol counselling for his polysubstance abuse. A sexually transmitted infection screen showed active intercurrent herpes simplex virus 2 infection for which he was commenced on oral valaciclovir whilst in the hospital. This was decreased to a prophylactic dose on discharge whilst his wounds healed. He was stepped down to oral amoxicillin on day eight with a plan for three weeks of total antibiotic treatment. On discharge the blisters flattened with no remaining fluid present, and the penile oedema and erythema significantly improved. The patient was discharged on day eight. At his follow up 2-weeks post-discharge, there was superficial skin loss to both the ventral and lateral aspect of the penis, corresponding to the initial blisters overlying his penile fillers with healthy granulation tissue at the base. A small one centimetre area of fibrinous tissue remained at the distal aspect of the shaft. There was also a small area of induration at the peno-scrotal junction, which expressed a scant amount of purulent discharge that was culture-negative. There was no palpable abscess and ultrasound excluded further penile or scrotal collection. At his second follow up at five weeks post-discharge, the patient reported ongoing clinical improvement and normal erectile function. Examination revealed significant reduction in the inflammation at the base of penis with no remaining induration. The base of his wounds continued to appear healthy. There was remaining superficial skin loss. The patient was reviewed by a plastic surgeon and was offered a split skin graft but it was declined by the patient in preference for regular dressings. At three months post-discharged, the patient reported normal sexual and urinary function, and ongoing wound improvement. As reported, the patient had a successful eradication of the infection. Due to the provided information, the outcome of the event cellulitis/anginosus/ pyogenes and streptococcus agalactiae was considered as resolved. Due to the provided information, the outcome of the event sepsis/septic shock was considered as resolving. In the opinion of the authors, dermal facial filler infections may present as acute inflammation or abscess at the site of injection and were typically due to common skin pathogens such as staphylococcus aureus or streptococcus pyogenes. Delayed or chronic infections tended to affect a more generalised area and possibly involved atypical organisms such as escherichia coli. These infections were related to the formation of bacterial biofilm, which was an aggregation of bacterial cells embedded in a matrix of bacterial macromolecules on the surface of fillers. Eradication of biofilm bacteria was notoriously difficult due to their growth pattern, emergence of resistant phenotypes and resistance to antibiotic penetration. Bacteria within the biofilm existed in a dormant state and had the possibility to be activated by an immunosuppressed state, trauma, or iatrogenic manipulation. It was reasonable to conclude that penile hyaluronic acid fillers behaved similarly, with a greater likelihood of infection due to extensive bacterial flora and susceptibility to trauma in the urogenital region. This was demonstrated in the patient with the appearance of pus-stained fillers intraoperatively and growth of streptococcus pyogenes, a common skin coloniser, on operative wound swabs and cultures. In the patient, subcutaneous invasion of bacteria likely occurred during sexual intercourse through the abrasion or a herpetic sore, which then invaded the hyaluronic acid fillers. It was considered less likely to be a delayed infection from the initial insertion of penile fillers, due to the onset of symptoms following unprotected intercourse. In the patient, the unusual severity and rapid progression of penile cellulitis was multifactorial, due to penile fillers, abnormal scar tissue from previous hypospadias repair and behavioural risk-factors. The combination of host risk-factors and hyaluronic-acid penile fillers acted as a foundation for bacterial biofilm formation. Furthermore, the patients self-administration of prednisone and history of polysubstance abuse likely contributed to a compromised immune state.